Manufacturer narrative:
The insulin pump failed the displacement test followed by a constant motor error during rewind due to motor encoder signal out of phase. Unable to test for excessive no delivery alarm or a33 alarm due to motor error alarm. The insulin pump has cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. It was also reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 89 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.